Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the photo provided with this report because the product said to be involved was not provided to cook for evaluation. A review of the photo received confirmed the report. A separation of the blue catheter body can be seen in the photo exposing the inner purple sheath. The blue catheter also appears to have some kinks around the breakage. The exact location of the break can not be determined from the photo and no other damage can be identified. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The patient should undergo [underwent] an esophageal dilatation procedure using the dilatation balloon, but during the procedure the doctor had difficulty in the progression of the device [difficulty to advance], occurring folding [kinking/bending] and, consequently, rupture in the catheter [catheter cracked, subject of report], which prevented inflation of the balloon. Procedure was postponed, being performed later with another material." A photo was provided that shows the catheter cracked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.